Manufacturer narrative:
Correction #: 2531779-03/24/2010/003-r. (B)(6). The pump has been returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. An ezprime operation was performed and during the load step the pump dispensed the fluid from the cartridge and emitted a "no cartridge detected" warning. Review of the pump history revealed two "no cartridge detected" warnings and loss of prime warnings associated with zero force. Unrelated to the complaint the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
This complaint is a follow up to MFR report # 2531779-2011-03769. A supplemental report could not be sent on that report. The distributor reported that the pump dispensed insulin from the cartridge during an ezprime operation. There was no reported patient impact associated with this complaint.